Event description:
It was reported that following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with no calcification. An 8f termo sheath was used during the procedure. The angio-seal was deployed and hemostasis was achieved. Two days later, a 10cm hematoma formed and manual compression was applied for 30 mins. Six days later, an ultrasound revealed a pseudoaneurysm at the puncture site and manual compression was applied. Seven days later, no pseudoaneurysm was noted. There were no reported consequences to the pt.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risk or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the user of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.